Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the patient arrived at home, the catheter fell out due to a deflated balloon. There appeared to be no burst and no missing pieces.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as manufacturer related. Per visual inspection, a tear was observed on the rubberize layer of the catheter. Per functional evaluation, the device was inflated with water and leakage was noted from the balloon. The tear was evaluated under a microscope and noted to be round and caused by a sharp object from outside. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]'

Event description:
It was reported that when the patient arrived at home, the catheter fell out due to a deflated balloon. There appeared to be no burst and no missing pieces.